Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 182197: (B)(4) items manufactured and released on 16-jul-2017. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event.

Event description:
The patient came in, less than one month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.